Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's pacemaker and right ventricular (rv) lead exhibited high out of range pace impedance measurements. The lead was surgically abandoned and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted no anomalies. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Impedance testing was performed and returned with results that were within normal ranges. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the report of high out of range pacing impedances.

Event description:
This report is being filed with analysis details.